Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: mechanical overloading on the implant and patient related bruxism. The fractured screw must be considered relevant to the implant fracture.

Event description:
Implant fracture.